Event description:
It was reported the power button is intermittent. The plastic cover is missing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4) : the generator was returned, and analysis confirmed the customer comments that the plastic cover was missing from its keyboard and the "on" button of the keypad was out of specification (it was collapsed). Analysis also found that the interconnect flex was out of specification, that the heart lead flex was contaminated and that the upper and lower cases, one side bail cover and the ring cover were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the power button is intermittent. The plastic cover is missing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.